Manufacturer narrative:
The account found a load beam that was defective. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account replaced the load beam to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the scale was reading inaccurate weights. The bed was located cerebral vascular accident at the account. There was no pt/user injury reported. (B)(4).